Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower part of abdomen pain'), seizure ('subo seizures.') And loss of consciousness ('I was in ICU due to not waking up') in a 32-year-old female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included migraine, epilepsy, vaginitis, breast pain, vulvovaginitis, amenorrhea, palpitations, headache, pruritus, urinary tract infection, wisdom teeth removal, hemorrhage in early pregnancy, loop electrosurgical excision procedure and overdose. Previously administered products included for an unreported indication: mirena in 2008. Concurrent conditions included anxiety, back pain, vaginal pain, nausea, vomiting, pelvic pain, lymphadenopathy, polymenorrhea, dysfunctional uterine bleeding, atypical squamous cells of undetermined significance, irregular periods, endometriosis, anemia, convulsions, airway complication of anesthesia, hematometra, postoperative pain, human papilloma virus infection and mental status changes. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced seizure (seriousness criterion medically significant) and loss of consciousness (seriousness criterion hospitalization), 4 years 11 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), lymphadenopathy ("enlarged lymphnode"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pelvic pain ("pelvic pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and smear cervix abnormal ("pap were coming to normal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, seizure, loss of consciousness, dysmenorrhoea, fatigue and pelvic pain outcome was unknown, the dyspareunia, lymphadenopathy and female sexual dysfunction had resolved and the weight decreased, alopecia and smear cervix abnormal was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, loss of consciousness, lymphadenopathy, pelvic pain, seizure, smear cervix abnormal and weight decreased to be related to essure. The reporter commented: other injury or complication please describe: after/ during surgery - no further information provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Smear cervix - on (B)(6) 2015: a¿ endocervix, curettage: no significant histopathologic abnormality. Negative for dysplasia. B ¿ cervix, 12 o¿clock, biopsy: mild squamous dysplasia (cin I) with condylomatous features; on (B)(6) 2015: endocervix, curettage: mucoid material only. B ¿ cervix, 5 o¿clock, biopsy: moderate to severe squamous dysplasia (cin ii-iii) with condylomatous features. Cervix, 12 o¿clock, biopsy: unremarkable endocervix only (scant tissue). Negative for dysplasia. No squamo-columnar junction. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:lymphadenopathy, pap smear abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received- new event apareunia, unconscious, seizures, pelvic pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower part of abdomen pain') in an adult female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included migraine, epilepsy, vaginitis, breast pain, vulvovaginitis, amenorrhea, palpitations, headache, pruritus, urinary tract infection, wisdom teeth removal, hemorrhage in early pregnancy, loop electrosurgical excision procedure and overdose. Concurrent conditions included anxiety, back pain, vaginal pain, nausea, vomiting, pelvic pain, lymphadenopathy, polymenorrhea, dysfunctional uterine bleeding, atypical squamous cells of undetermined significance, irregular periods, endometriosis, anemia, convulsions, airway complication of anesthesia, hematometra, postoperative pain, human papilloma virus infection and mental status changes. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss") and lymphadenopathy ("enlarged lymphnode") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and smear cervix abnormal ("pap were coming to normal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, fatigue and weight decreased outcome was unknown, the dyspareunia and lymphadenopathy had resolved and the alopecia and smear cervix abnormal was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, lymphadenopathy, smear cervix abnormal and weight decreased to be related to essure. The reporter commented: other injury or complication please describe: after/ during surgery - no further information provided diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Smear cervix - on (B)(6) 2015: a¿ endocervix, curettage: no significant histopathologic abnormality. Negative for dysplasia. B ¿ cervix, 12 o¿clock, biopsy: mild squamous dysplasia (cin I) with condylomatous features; on (B)(6) 2015: endocervix, curettage: mucoid material only. B ¿ cervix, 5 o¿clock, biopsy: moderate to severe squamous dysplasia (cin ii-iii) with condylomatous features ¿ cervix, 12 o¿clock, biopsy: unremarkable endocervix only (scant tissue). Negative for dysplasia. No squamo-columnar junction.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:lymphadenopathy, pap smear abnormal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower part of abdomen pain') in a female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included migraine, epilepsy, vaginitis, breast pain, vulvovaginitis, amenorrhea, palpitations, headache, pruritus, urinary tract infection, wisdom teeth removal, hemorrhage in early pregnancy, loop electrosurgical excision procedure and overdose. Concurrent conditions included anxiety, back pain, vaginal pain, nausea, vomiting, pelvic pain, lymphadenopathy, polymenorrhea, dysfunctional uterine bleeding, atypical squamous cells of undetermined significance, irregular periods, endometriosis, anemia, convulsions, airway complication of anesthesia, hematometra, postoperative pain, human papilloma virus infection and mental status changes. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss") and lymphadenopathy ("enlarged lymphnode") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and smear cervix abnormal ("pap were coming to normal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea and fatigue outcome was unknown, the dyspareunia and lymphadenopathy had resolved and the alopecia and smear cervix abnormal was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, lymphadenopathy, smear cervix abnormal and weight decreased to be related to essure. The reporter commented: other injury or complication please describe: after/ during surgery - no further information provided diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Smear cervix - on (B)(6) 2015: ¿ endocervix, curettage: no significant histopathologic abnormality. Negative for dysplasia. B ¿ cervix, 12 o¿clock, biopsy: mild squamous dysplasia (cin I) with condylomatous features; on (B)(6) 2015: endocervix, curettage: mucoid material only. B ¿ cervix, 5 o¿clock, biopsy: moderate to severe squamous dysplasia (cin ii-iii) with condylomatous features. ¿ cervix, 12 o¿clock, biopsy: unremarkable endocervix only (scant tissue). Negative for dysplasia. No squamo-columnar junction. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:lymphadenopathy, pap smear abnormal. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : reporters information updated. Lot number were added. Event: injury to herself were updated to dysmenorrhea (cramping). New event: dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight loss, hair loss, lower part of abdomen pain, pap were coming to normal, enlarged lymph nodes, plaintiff did not undergo essure confirmation test were added. Event outcome were updated: hair loss, painful intercourse, enlarged lymph node, pap abnormal. Medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.